Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an esophageal dilatation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the water started to escape while inflating, showing that the balloon was broken. The procedure was completed with another cre pro wireguided dilatation balloon. No patient complications were reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an esophageal dilatation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the water started to escape while inflating, showing that the balloon was broken. The procedure was completed with another cre pro wireguided dilatation balloon. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1074 captures the reportable issue of broken balloon. Block h10: investigation result: visual examination of the returned complaint device found that the balloon, the catheter and the wire of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. Based on the most relevant information of the complaint event description, device analysis, and the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Based on the information available and that the returned complaint device was able to successfully inflate, the most probable root cause of the event is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.